Manufacturer narrative:
Initial and final (B)(4) - device 2 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set cannula kinked events between (B)(6) 2024. All the events occurred after 3 hours of insertion and the insertion site was at abdomen. The sets were in use for 3 to 4 hours for some events and about 12 hours for most recent event. The blood glucose level at the time of all events was high (specific value unknown) and patient resolved all the events with correction injection via multiple daily injection followed by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.